Manufacturer narrative:
(B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189425. Medical device expiration date: 2021-01-25. Device manufacture date: 2020-07-07. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using a bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. The customer indicated the curves on n1 (475) channel were very good but the CT values were high and rfu values. Were low. The sample was repeated and upon repeat the result was negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).

Event description:
The customer reported that while using a bd sars-cov-2 reagents for bd max¿ system false positive results were obtained. The customer indicated the curves on n1 (475) channel were very good but the CT values were high and rfu values. Were low. The sample was repeated and upon repeat the result was negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).

Manufacturer narrative:
(B)(4). H6: investigation summary: the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0189425 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a positive n1 result for lane a7 from run #76 on instrument ct1819. Customer provided this run for analysis. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents package insert instruction for use. Analysis of the n1 curve on this sample shows a late and weak increase in fluorescence, resulting in a pos result. This sample looks like a true positive sample at the limit of detection (lod) of the assay. The customer mentioned that this sample was repeated using the same sbt but obtained negative result. Sample at the assay limit of detection (lod) could explain the discrepancy upon repeat testing. Environmental target contamination at customer site could also explain this late positive result observed. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 lot 0189425. The root cause was not identified but a sample at the limit of detection of the assay and /or a contamination during sample preparation at the customer¿s site are suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).